Manufacturer narrative:
Additional information received: no other invasive procedure was performed following the index procedure. The patient expired 3 days after presenting emergently. The cause of death was the aneurysm rupture. It was confirmed a non mdt cuff and a non-medtronic limb were implanted during the intervention with the etuf3614c102e graft. Film evaluation summary: the reported endoleak leading to the aaa rupture was confirmed; however, the exact type and cause could not be fully determined from the films provided. The reported patient death could not be assessed. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. From review of the films received, the endoleak was likely a type iiib fabric endoleak, possibly caused by fabric abrasion. Fabric wear due to external abrasion from aortic calcification or from adjacent stent(s) abrading the bifurcate are a potential root cause(s). The stent graft angulation and the potential aneurysm morphology changes during the implant duration, may have also exacerbated the fabric abrasion wear. Type ii endoleaks from collateral vessels surrounding the aneurysm sac also could not be ruled out. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the endovascular treatment of an abdominal aortic aneurysm.   It was reported approximately 4 years post the index procedure, the patient presented emergently with a ruptured abdominal aortic aneurysm. Imaging showed a suspected type iiib endoleak originating from the previously placed bifurcate graft. Intervention was performed where an endurant aui and endurant extension cuff were implanted which resolved the endoleak. No endoleak was visualized on angiogram after placement of the aui graft. It was reported the patient expired on an unknown date following the aortic rupture. As per the physician the cause of the type iii endoleak could not be determined. It is believed the endoleak caused the aneurysm rupture.